Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that the device had air-in-line alarm issues. The hospital biomed indicated they had received reports from clinicians of false air in line alarms, but were unable to duplicate the alarm during testing. This was reported to bd representative during their site visit. There was patient involvement but no harm. Although request, the customer was not able to provide any additional details or contact for this issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had air-in-line alarm issues. This was reported to bd representative during their site visit. There was patient involvement but no harm.